Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 jaws were stuck open. Nothing was reported as being observed inside the jaws, that may be obstructing movement. Patient was in the surgery. Happened/noticed at the begining of case. No patient effects or delays reported. The surgeon opened up another hp2 to complete the case.